Manufacturer narrative:
(B)(4). This complaint for an overprime-leak out of patient line was not confirmed. A root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4).there was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
The customer contacted baxter's technical service center requesting information on priming as fluid reportedly came out of the end of patient line while priming on the homechoice (hc). The baxter technical service representative (tsr) advised the hp that it was normal and that set up was still sterile and suggested the home patient (hp) move the patient line up a bit higher on the organizer. The hp understood and would move the patient line higher on the organizer. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the nurse, the nurse stated that she would make a note of this and talk to the hp when she comes in again. The nurse also stated that she would inform the primary nurse for this hp as well. The nurse confirmed that she would make sure hp is aware of proper procedure and that it is followed.